Event description:
The customer called to perform troubleshooting on the insulin pump. The customer stated that she had dropped the insulin pump earlier on the day of the event. The customer stated that the insulin pump alarmed button error and the display went blank. Troubleshooting was performed and no damage was found on the insulin pump. It was found that all of the programming on the insulin pump was correct. The customer stated that he felt like there was less insulin in the insulin pump than normal for the amount of time he had been using the reservoir. The insulin pump passed the prime test. The insulin pump failed the displacement test. Nothing further was reported.

Manufacturer narrative:
Button error alarm occurred due to a flattened dome switch on the act button. No blank display was noted. Unable to perform any further testing, including the displacement test, due to the button/keypad anomaly.